Manufacturer narrative:
Product ID: 64002, lot# 0207841515, implanted: (B)(6) 2014, product type: adapter; product ID: neu_unknown_ext, serial# unknown, product type: extension; product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a sensation of electric shock on their right side and appears when the patient turns or twists their head. When measuring impedance the sensation can be reproduced. The issue occurred after the patient had a new ins implanted in 2014, and the issue persisted after the patient got a new ins again in 2018. An impedance test found all electrode impedance was okay except for contact 0 which was too high. The patient's hcp inquired if this could be due to the adapter, and was considering replacing the adapter. The patient's programmed therapy impedance was within range. The effect of the settings is good, and the patient feels well, but they just don't like the jolting. It was noted that no actions had been taken at the time of this report, but most likely the extension and adapter would be replaced. Troubleshooting was planned for a week after this report, but no results were available at this time. It was unknown if the patient had been reprogrammed, and the event remained unresolved. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 64002, serial/lot #: (B)(4), ubd: 11-dec-2017, UDI #: (B)(4). Product ID: neu_unknown_ext, serial/lot #: unknown, ubd: 11-dec-2017. Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 11-dec-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a sensation of electric shock on their right side and appears when the patient turns or twists their head. When measuring impedance the sensation can be reproduced. The issue occurred after the patient had a new ins implanted in 2014, and the issue persisted after the patient got a new ins again in 2018. An impedance test found all electrode impedance was okay except for contact 0 which was too high. The patient's hcp inquired if this could be due to the adapter, and was considering replacing the adapter. The patient's programmed therapy impedance was within range. The effect of the settings is good, and the patient feels well, but they just don't like the jolting. No further complications were reported or anticipated [refer to manufacturer report #9614453-2019-00708 for details pertaining to the reportable related event].